Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Fse replaced the universal surgical manipulator to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per (B)(4) (quality data review meetings).

Event description:
It was reported that the lights went off on universal surgical manipulator (usm) 1, led was all dark. Technical support engineer (tse) found error 23000 pointing to usm 1. Tse noted that shortly after error 23000, users disabled usm 1 which would explained the led off situation. User called back and tse explained that the system could safely be used with 3 usms if usm 1 was disabled. There was no reported patient injury.